Event description:
The account alleges that the hi/low up and down have unintentional movement, as they will continue to run up or down after the button has been released, until both buttons are pressed. No injuries were reported.

Manufacturer narrative:
The technician replaced the control board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.